Event description:
I purchased clear care triple action cleaning and disinfecting solution from (B)(6) - it was right next to the other contact lens products and looked exactly like a double pack of saline solution (which often include the words "cleaning" and "disinfecting" under their product names as well). I found the special case interesting; it reminded me of the old enzymatic cleaning cases from the 1990s. I used it and let my lenses soak overnight. I did notice that the instructions said something to the effect of "no need to use more saline." This morning, as my (B)(6) children watched, I removed the lenses, squirted more of the clear care product on it, rubbed the lenses, and rinsed them with the product once again (as I always do before inserting my lenses). I placed the lens in my left eye and experienced instant, horrific burning. I could not immediately remove the lens because my eyelid slammed shut and would not open for several seconds. I flushed my eye with water; it was red and remained moderately painful all day. I can still feel some residual pain. Upon closer examination of the bottle and box it came in, in saw that this product was not saline solution but rather a hydrogen peroxide compound. The packaging was so filled with text (that often wrapped around the bottle) that it was easy to not notice that it was not meant to be placed directly in the eye. Besides, who actually reads contact lens solutions bottles - especially if they have been wearing lenses for over three decades? Furthermore, the bottle was the same shape and size as saline and was right next to saline solution in the store. The wording was not explicit, not it was not isolated by size or negative space. What about the fact that when dealing with one's lenses, a person is not utilizing 20-20 vision because they are not wearing them? This product design and labeling are truly terrible! Dates of use: (B)(6) 2015. Diagnosis or reason for use: general contact lens maintenance.